Manufacturer narrative:
Device 3 of 25. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005471919.

Event description:
End user's wife reports "catheters are not peeling open evenly, it is like the catheters packaging has adhesive issues or paper issues. The paper will stick to one or both of the sides and tear as she is peeling it open and paper will tear unevenly."